Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked around the second y-connection port (clearlink) and a puddle of fluid was noticed under the intravenous (IV) pole. The issue occurred during patient use with total parenteral nutrition (tpn). The location of the leak was further described as "2nd y-port connection however it was not leaking from the insertion site of the y-port (the farthest part that a syringe can connect to), rather the back part of the y-port (the connection/glue to the IV tubing)". The line and clave were changed and IV fluids were started to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h7, and h9. H11: the device was received for evaluation. A visual inspection was performed, and no defects were identified that could generate the reported leak. All components were correctly placed and according to specification. A pressure test and clear passage under water were performed, and it was noted that there was a leak at the second y-site clearlink. An autopsy was performed on the second y-site clearlink and it was noted that there was a crack in the housing of the y-site. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.